Event description:
The customer reported the aq2010v three piece silicone lens tore upon insertion and was removed without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Method: lens work order search, device history record review results: a lens work order search was performed and one other complaint was found within the work order. A review of the device history record was performed and nothing was found within the manufacturing process of the lens or injector or cartridge that was the root cause of the complaint. Conclusion: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returend lens showed half of the lens and the other haptic was torn off and missing. No visible damage was noted to the cartridge. There was a clear surgical residue on the devices. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
An injector lot search found three similar complaints. A cartridge lot number search found two similar complaints. Per medical review - reportedly, intraoperative lens removal was performed to address iol (3-piece silicone) damage ("tore on insertion"). Incision was not enlarged and no other tissue damage was reported. No post-operative sequelae was reported. According to the report by a nurse, dated 7/18/2014, the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation, injector lot search, cartridge lot search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).